Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had exhibited infection. No additional patient effects were reported. This crt-p remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).